Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after the initial implant procedure, the right atrial lead exhibited sensing anomaly. Noise was also visible with patient¿s movement. The lead was repositioned. The patient remained asymptomatic.